Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Incident report received. It was reported that the size 11 femoral broach was used and it was flush, but when put the size 11 implant was proud by 5mm. Implant removed re rasped reinserted the implant. Two weeks later patient came to the hospital with spiral fracture on the operated side. Open reduction and fixation carried out on the (B)(6) 2018. Doe: (B)(6) 2018.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4).